Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 29) with multiple cartridges during the load process. Customer's blood glucose level was 252mg/dl. Reportedly the customer had manual injections as alternate insulin therapy. Additionally, the customer experienced difficulty charging the pump with the usb cable. The pump was able to be charged successfully with an alternate usb cable. Replacement cable was sent to customer.